Event description:
The customer reported being at the emergency room as a precaution. The blood glucose reading was 283mg/dl. The caller stated that she thought she may have given herself too much insulin. Initially the customer requested assistance with the suspend feature. The customer declined to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.